Event description:
It was reported that during a laparoscopic cholecystectomy, four trocars leaked air. The trocars were replaced. There was no patient injury. See related MFR reports #2134070-2012-00252, #2134070-2012-00253 and #2134070-2012-00254.

Manufacturer narrative:
Final device investigation: the device was returned with the seal cap in pieces. It could not be determined at what point the break occurred. A crack during use could account for leaking. While the full pressure test could not be completed due to the broken seal cap, the device was tested for the pressure result of the sleeve only and passed the leak test. As each device is visually inspected and functionally tested prior to being released, no conclusion could be reached as to what might have caused the reported event.